Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging low readings on the patient's one touch ultra meter. A medical affairs specialist (mas) mailed a letter one month later to the patient since the user could not be reached by telephone for further clinical information. The patient mentioned that he had been receiving "normal" readings on his meter and recently was taken to the hospital where he was hospitalized for a week was treated for ketoacidosis. There is no information on when the incident occured. The patient does not recall what symptoms he experienced because he was incoherent at the time of the event. The patient did not test his blood glucose prior to going to the hospital. While his stay in the hospital the patient compared his meter reading of 127 mg/dl to the lab reading of 208 mg/dl. The time difference between his meter lab was within 10 minutes. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the control solution was expiered. A customer care advocate (cca) sent the patient a replacement meter.